Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing. A us distributor returned an electrode belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector guide pins were bent. The root cause for the damaged connector guide pins were excessive force. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was due to the electrode belt's knit lines being damaged, causing the trunk cable connector to not fit securely on the monitor. The electrode belt was unable to complete essential performance testing. The root cause for the damaged knit lines on the connector was excessive force. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.